Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution administration set leaked. The leak was further described as the male luer and an unspecified product became loose and an unspecified amount of blood leaked out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The male luer was inspected and found to be within specification. A leak test was then performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.